Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study report from a physician in the (B)(4) of (B)(4) sterile peritonitis in a subject coincident with physioneal 35, physioneal 40 and nutrineal pd4 unknown therapies for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced endotoxin-associated sterile peritonitis. Treatment information was not reported. The outcome was recovered. The causality assessment was not reported. Alternative etiology was not reported. No further information is available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.